Manufacturer narrative:
The device was evaluated by a third party service provider, and the reported issue was verified. It was determined that the cause of the reported issue was the interface pcba. Further root cause could not be determined.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on and the device was locked up (became unresponsive). In such a state device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on and the device was locked up (became unresponsive). In such a state device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.